Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs penta lead was explanted and replaced on (B)(6) 2018. The reason for the replacement is unknown.

Event description:
It was reported that the reason for the lead replacement was due to high impedance.